Event description:
Ion vision probe was casting images upside down. Surgeon did not want the team to get another probe to troubleshoot because she didn't trust the system at this point and wanted to re-do the plan.